Manufacturer narrative:
Additional information: initial reporter name and address.

Manufacturer narrative:
Date sent to FDA: 04/22/2020. H6 patient code: 3191- bulging, 3189 - surgical intervention. Additional b5 narrative: details: it was reported that the patient experienced mesh infection, abdominal abscess, abdominal pain, and bulging. It was reported that the mesh was removed on (B)(6) 2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.